Event description:
"Unable to deploy: as per the IFU, the inner sheath was advanced out of the outer sheath with the controller in the "1" position. The deployment grip was then rotated counterclockwise to deploy the stent-graft with the controller in the "2" position, but the inner sheath could not be pulled down and the deployment grip just rotated without engagement. The deployment grip was attempted to be pulled distally by pressing the disengagement button, but it was too stiff to pull down the inner sheath. After that, the controller was turned to the "1" position again to rotate the deployment grip, which functioned normally in that condition. The controller was then turned to the "2" position and the deployment grip was rotated to deploy the stent-graft, but there was no response. However, after rotating the deployment grip for a while, the inner sheath began to pull down, probably because the gears engaged. After that, the stent-graft was deployed and implanted using the standard method, and the delivery system was removed from the patient. Operation type: tevar. Blood loss: small amount. No image available due to hospital policy. Pre-case plan available (see the attached schema). Additional information will be able to be obtained (tc#(B)(4)). Patient outcome: no health damage to the patient.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.